Manufacturer narrative:
The device was returned and investigated. The reported inability to remove the lock line was not confirmed via returned device analysis. The discrepancy between what was reported (inability to remove lock line) and what was observed (no issue removing) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. The reported clip open while locked and difficulty removing the device could not be tested due to the returned condition of the device as the clip was returned damaged and the hinge pin components of the clip were found to be disengaged from the connector and were not returned. These non-returned components consisted of the connector, leaf spring, gripper, harness and binding plate. Due to the returned condition of the clip, it was not possible to determine if the hinge pins disengaged from the connector prior to or during the removal of the clip and therefore it is not possible to determine if this contributed to the clip opened while locked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported inability to remove the lock line and clip opened while locked. The difficulty removing the device from the anatomy appears to be due to the clip opening. The reported additional therapy/non-surgical treatment and surgical procedure appear to be case specific circumstances. The noted hinge pin detachment is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, the following information was received: significant resistance was encountered when snaring the clip and brining it down to the femoral vein for removal.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the lock line and the clip opening while locked. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade of 4. One clip was successfully implanted without issues. To further reduce mr, a second clip was inserted and attempted to be deployed. However, while attempting to deploy the clip, resistance was felt when removing the lock line. The lock line was unable to be removed and fluoro showed the clip arms had opened. It was noted that the lock lever was fully advanced. The physician decided to invert the clip and return the clip to the left atrium (la). Left venous access was obtained and a wire was advanced through the septum. The septum was then dilated with a 12mm balloon and a snare was inserted. The clip was successfully snared a brought to the right venous system at the level of the right iliac vein. The clip was stable. A new steerable guide catheter (sgc) and clip delivery system (cds) were inserted via the left venous access. The clip was successfully implanted, reducing mr to a grade of 1-2. A snare was then inserted through the sgc that was still in the right venous and the clip was brought down at the level of the femoral vein, where a surgical cut down was successfully performed. There was no clinically significant delay in the procedure. No additional information was provided.